Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noticed in the helium tubing and the iab was removed from the patient immediately. There were no alarms alarms or stoppage of therapy due to the blood in tubing issue. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a